Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-04530. It was reported (B)(6) the patient experienced loss of stimulation. System diagnostics revealed high impedances on the lead. X-rays revealed the ipg was tilted and the lead was pulled out of the ipg header. Surgical intervention was undertaken on (B)(6) 2018 wherein the lead was explanted and replaced. Additionally, an extension was implanted and the patient now has good coverage of pain area. No abnormal impedances were observed and the issue has resolved. Information about number of devices involved was requested but not provided yet. Additional devices may be added at later date based on the available information.